Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes educator reported that the customer was currently hospitalized with diabetic ketoacidosis. Blood glucose level was 658 mg/dl at the time of the call. During troubleshooting, review of the insulin pump's history showed that multiple no delivery alarms had been returned. Caller also reported that the insulin in the pump appeared to be slightly denatured and crystallized. Blood glucose level at the time of the call was 285 mg/dl. No further information was provided.